Manufacturer narrative:
This information was inadvertently left off on mfg. Report #2.

Event description:
The serial cable was not returned with the suspect tablet. Therefore product analysis could be performed to determine if the serial cable contributed to the report of a loose tablet port.

Event description:
The suspect tablet was received and underwent product analysis. The tablet was successfully recharged in the lab and then used to complete a series of interrogations and diagnostic tests on a generator. No anomalies were observed during this testing and the tablet performed to functional specifications. The report of a loose tablet port was not verified. The physician has not reported any further issues with her programming system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet port was loose and it required the physician to attempt to interrogate multiple times before the programming system would work. The physician did not request a new tablet to replace the faulty tablet as she had an additional tablet available in her office. No patients were affected by these issues . The faulty tablet has not been received to date.